Manufacturer narrative:
A specific root cause could not be identified based on the data provided. Calibration and quality controls run at the time of the event were acceptable. Instrument checks performed by the field service representative did not indicate an instrument issue. The patients were not affected.

Event description:
The user received questionable troponin t stat generation 4 (troponin t) results for one patient sample. All results are in ng/ml. The user tests all troponin t assays in duplicate. The initial results were 0.023 and 0.214 with a data flag. The user considered the result of 0.214 to be an incorrect result and retested the sample. The repeat result was 0.023. The sample was sent to another laboratory for testing on an e411 analyzer and the result was 0.03. The user stated they considered the troponin t comparison of 0.023 at their laboratory and 0.03 at the other laboratory to be acceptable. The result of 0.03 was reported outside the laboratory. The patient was not adversely affected. The troponin t reagent lot number was 15989401. The field service representative could not duplicate the problem and verified the analyzer operation. He ran performance testing with acceptable results.